Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber from the onset of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in the platelet product. No medical intervention was necessary. Donor unit #(B)(4). The disposable kit is not available for return because the kit was discarded on the same day as the procedure. This report is being filed due to device malfunction that has the potential for injury.